Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The gas proportionality system was recalibrated, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the gas proportionality system was out of calibration and able to deliver a hypoxic mix. There was no report of patient involvement.